Event description:
A pt reported experiencing inaccurate high results with a otu meter. The pt's blood glucose results were 185mg/dl, 289mg/dl, 259mg/dl. Tests were done within < 10 minutes with a difference of 25%. Pt did not experience any adverse events. No further info has been reported.